Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the right ventricular (rv) lead dislodged. The lead was repositioned and values were still not the best but the physician attributed that to patient anatomy. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018: it was further reported that the right ventricular (rv) lead had high thresholds within days of implant. The physician was not concerned as the patient did not need pacing and all other lead function was normal. The rv lead remains in use. Additionally, it was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. It was noted that the physician was aware that there was higher output for the right ventricular (rv) lead for over two years while out of country. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.